Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e4, g4(PMA/510(k)#). (G4 field missed to add in initial emdr). A getinge field safety engineer (fse) was dispatched at site to evaluate the unit. Fse checked machine and did not noticed this error and the compressor tests were good. Fse replaced the compressor and carried out the compressor update. Equipment tested according to the manufacturer's protocol and operational.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use, the cardiosave intra-aortic balloon pump was noticed with an "overheating" error. Customer changed the machine. No patient harm or injury.